Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) declared end of life (eol) battery status. A red alert was issued in latitude for this battery status change.

Event description:
Boston scientific received new information. A red alert was issued in latitude for the device being programmed to a mode other than monitor+ therapy.

Manufacturer narrative:
Additional information was requested from the field representative. However, no additional information was obtained. Boston scientific records indicate the device remains implanted and programmed off, but the status of this device cannot be confirmed. This report will be updated if additional information is received.

Manufacturer narrative:
A review of latitude showed that eol was triggered by charge time, which was 30.7 seconds. The monitoring voltage was 2.26v. The device was implanted for 68 months. However, it was noted that no alert was present showing that the device had ever declared elective replacement indicator (eri) battery status. Available information indicates the device remains in service. This event will be updated when additional information is available. The field representative reported he had not been contacted by the physician to be present at a device replacement procedure. No additional information was available and the status of the device was not known. This report will be updated if the device should be returned.